Event description:
It was reported to boston scientific corporation in 2008, that a 3.8mm ultrasound probe for litho ultra was used during a percutaneous nephrolithotomy (pcnl) procedure the day prior. The patient's age, gender and weight are unknown. According to the complainant, the device broke in half during the procedure while in the scope. No product was left in the patient. The case was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the probe was broken in half. The broken proximal end was not returned. The broken end of the probe was inspected and no defects were found that could have caused the breakage. Analysis of this issue has determined the potiential cause of the breakage is a side load being placed on the device during use. A review of the device history record revealed no issues that could be associated with this incident. The april 2008, 15-month lithoclast disposable product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.